Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay. Initial testing conducted on (B)(6) 2020 at 9:43am using a direct nasal kitted swab sample resulted in a negative result on the ID now covid-19 assay. Repeat testing was also conducted using a new sample and no additional details were provided. The customer indicated that pcr confirmation testing (not specified) with a nasopharyngeal specimen was conducted and results were positive (CT value not provided). The patient was reported as asymptomatic. The customer reported that patient was not in isolation between the negative ID now covid-19 result and the positive pcr result. The customer also reported that treatment was delayed due to the ID now covid-19 result and the patient was placed in isolation after receiving the positive pcr results. The customer confirmed there was no death or serious injury. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1006367 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit 190-000/ lot 1006367 and test base part number 190-430/ lot 1006367 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1006367 showed that the complaint rate is 0.002%. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.